Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation due to the device "rubbing her skin raw". The patient's physician recommended that the patient not wear the device while sleeping. The patient reported that the irritation improved.